Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
It was reported that prior to implant the lead helix would not extend properly. The lead was not used and a new lead was place successfully. The patient was stable. Rather than it was reported that prior to implant the lead helix would extend properly. The was not used and a new lead was place successfully. The patient was stable.

Event description:
It was reported that prior to implant the lead helix would not extend properly. The lead was not used and a new lead was place successfully. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant the lead helix would extend properly. The was not used and a new lead was place successfully. The patient was stable.